Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported that the trocar would not arm. The arming lever would not stay engaged. A new trocar was opened to finish the case. There was no consequence to the pt. On 4/22/1998 the rep reports there will be no additional information.